Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 513 mg/dl and was lowered with an insulin injection. The cartridge, infusion tubing and site were changed. Insulin delivery was resumed. As the supplies have been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. The supplies have been in use for approximately 4 days.